Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her one touch verio iq meter had displayed an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred around (B)(6) 2015. The patient manages her diabetes with oral medications, diet and/or exercise and reported taking her usual dose of medication metformin 750 including sliding scale as a result of the alleged product issue. The patient claimed that "1-2 minutes" after the alleged product issue began; she reportedly developed the symptom of shakiness. The patient denied receiving any treatment. At the time of troubleshooting, the cca determined that the patient was unable /unwilling to walk through a retest. However cca noted that the issue was resolved when the patient used new strips. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.